Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived fully deployed. No damage or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 56 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined.